Event description:
It was reported that the pump failed to alarm for occlusion during infusions of lactated ringer and oxytocin (30 units/500 ml). The lactated ringes were intended to infuse at a rate of 125ml/hour and the oxytocin was intended to infuse at a rate of 12mu/minute. When the clinician went to assist the patient, they noticed that the clamp on the saline lock of the IV line was clamped. The clinician released the clamp. After the monitor was adjusted. Fetal hearts tones were "in the 70s" for 3-4 minutes. The event occurred at 0723. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump failed to alarm for occlusion during infusions of lactated ringer and oxytocin (30 units/500 ml). The lactated ringes were intended to infuse at a rate of 125ml/hour and the oxytocin was intended to infuse at a rate of 12mu/minute. When the clinician went to assist the patient, they noticed that the clamp on the saline lock of the IV line was clamped. The clinician released the clamp. After the monitor was adjusted. Fetal hearts tones were "in the 70s" for 3-4 minutes. The event occurred at 0723. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module failed to alarm for occlusion could not be able to be confirmed during laboratory testing nor log review. Functional testing performed on the returned pump modules found no irregularities with the detection of fluid side and patient side occlusions. Analog sensor task found the pump module s/n (B)(6) bottle side pressure sensor to be out of specifications for the offset value, replacement was carried out. A preventive maintenance task was carried out on both pump modules with the known-good pressure sensor installed for the suspect pump module s/n (B)(6). The pm task completed with no error or malfunctions. The event log showed on (B)(6) 2025 at 4:53 am the suspect pump module s/n (B)(6) was attached to the concomitant pcu as channel a, and suspect pump module s/n (B)(6) as channel b. Between 4:58 am to 5:04 am IV remote infusions were received, for suspect pump module s/n (B)(6) was programmed with rate of 4 ml/h and vtbi of 500 ml, for pump module s/n (B)(6) with rate of 125 ml/h and vtbi of 1000 ml. Between 5:55 am to 7:34 am the rate of the pump module s/n (B)(6) was changed three (3) times, and pump module s/n (B)(6) rate and vtbi parameters were changed one (1) time. A new infusion with rate of 999 ml/h and vtbi of 500 ml was programmed in the suspect pump module s/n (B)(6) at 7:44 am, a few minutes after pump alarmed for door opened and was closed at 7:56 am. At 8:14 am the infusion parameters were changed to a rate of 125 ml/h and vtbi to 700 ml. At 8:50 am an IV remote infusion was received and started in the suspect pump module s/n (B)(6) with a rate of 4 ml/h and vtbi to 500 ml. At 9:15 both suspect pump modules were turned off. There is no record of further infusions during the event day. Per bd alaris system user manual v12.3.2, before each use, verify that all alarm limits, such as occlusion alarm limits, are appropriate for the patient to ensure that alarms occur as intended. A fast time to alarm is particularly important for low, very low, and extremely low birth weight neonates. To minimize the amount of time for the pump module to generate a downstream occlusion alarm while infusing at low rates, do the following: ensure that the fluid path is free of kinks or obstruction and all clamps are open. Use the lowest occlusion pressure setting possible to deliver the fluid or medication. Use tubing or components that have the smallest internal volume or deadspace (for example, sets with shorter lengths and lower priming volumes). The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: devices were disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported issue where pump modules failed to alarm for occlusion could not be determined. The suspect pump modules were tested; and the results showed no irregularities in the detection of occlusions on either the fluid side or patient side. Note that this report lists imdrf annex a040502, g02017, c0503, d08, g0301204 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.